Event description:
The customer reported that bleeding occurred after mesentery vessels were sealed during a right hemi colectomy. The bleeding was described as "not significant". Another ligasure device was used to complete the procedure and there was no injury to the pt.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.